Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR. Report#1627487-2018-01770, reference MFR. Report#1627487-2018-01771, reference MFR. Report#1627487-2018-01767. It was reported the patient's scs system did not provide adequate pain relief to their desired pain pattern. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced with an updated system. Effective therapy was restored postoperatively thus resolving the issue. Note: all possible leads are being reported as its unknown which device contributed to the issue.